Event description:
A customer reported that they obtained a high reading on their meter. It was reported that the customer obtained a reading of 7.4 mmol/l compared to 0.7 mmol/l (blood gas reading) obtained from a laboratory meter. It is unclear whether the comparison reading was taken within a 10-minute timeframe. When plotted on a parkes error grid, the results fell in the 'd' zone, results in this zone are deemed clinically significant. At the time the meter was used on the pt, the calibration code stored in the meter did not match the lot number for the strips in use. Although staff at the hospital compared the meter to a correctly calibrated meter and concluded that this would not significantly contribute to the incident, the instructions for the use clearly state that the lot number should match the lot number that appears in the display window. There is no report of death or permanent impairment associated with this case.

Manufacturer narrative:
This is a final report. The product has been received, investigated and the complaint was not confirmed and no new issues were observed. All results were within range specification and no errors were observed during control solution testing.